Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge and needle change was performed resolving the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was unknown. Customer experienced cold sweats and dizziness as a result of the low bg and consumed sugar to address bg.